Event description:
Reporter indicated that vns therapy programming handheld was not powering up properly. Handheld was returned for product analysis. Analysis of the handheld found that the power supply cable to the handheld device was damaged and the ac adapter could no longer charge the main battery.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.